Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials manufacturer's investigation conclusion: the reported event of suspected extrinsic outflow graft obstruction (eogo) could not be confirmed based on the provided information. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The account submitted one video for review which displayed multiple cross sections of the outflow graft as visualized through computed tomography. The reported event of suspected eogo could not be confirmed through evaluation of this video. The submitted log files contained events and data captured between (B)(6) 2023 and (B)(6) 2023. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that eogo was not determined as of (B)(6) 2023. It was planned for the patient to undergo follow-up. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter phone number: (B)(6). Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that a computed tomography of the patient's outflow graft revealed an obstruction. The patient was asymptomatic and there were no low flow alarms recorded.